Event description:
It was reported that the battery of the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a batter depletion (bd) notification and was suspected to be depleting prematurely. No adverse patient effects were reported.